Event description:
One pt died, and nineteen others were hospitalized as a result of an adverse reaction during hemodialysis. At this time, the cause is unknown, but the investigation includes the water system.